Event description:
The device was used during an unspecified procedure. Reportedly, the component disengaged into the cavity. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.